Event description:
During a pci procedure, the maverick otw balloon ruptured at 8 atms on the initial inflation. The lesion being treated was unk. The procedure was successfully completed with another device. No pt injuries or complications were reported. Pt status is reported as 'good'.